Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-ups, the pacing threshold increased and lowering of intrinsic signal were reported, while the lead impedence was stable. Under x-ray, the ventricular lead apperead to be in the same position. Suspected micro-dislodgment. The lead was repositioned.